Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused at a volume of 18.7 several times. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9,h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'failing volume test at 18. 7 several times' was not reproduced. The event history log review was completed. The customer did not provide the event occurred. Review of the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.